Manufacturer narrative:
Vyaire file identification: (B)(4). The customer reported that they will not return the defective part/unit for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the ltv 1200 ventilator was restarting continuously during set up prior to patient use.